Event description:
It was reported that while safety rounding the customer noted a pump module (channel c) infusing heparin was shut off. When gently tapping the front of the chamber the module turns on and immediately turns off. Pump removed from service and heparin infusion was moved to channel b and infusion continued at 27ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c23 - usage problem identified, d11 - cause traced to user. Additional information: imdrf annex a, c, d, g codes, remedial action required and remedial action #.

Event description:
It was reported that while safety rounding the customer noted a pump module (channel c) infusing heparin was shut off. When gently tapping the front of the chamber the module turns on and immediately turns off. Pump removed from service and heparin infusion was moved to channel b and infusion continued at 27ml/hr. There was patient involvement but no harm.

Event description:
It was reported that while safety rounding the customer noted a pump module (channel c) infusing heparin was shut off. When gently tapping the front of the chamber the module turns on and immediately turns off. Pump removed from service and heparin infusion was moved to channel b and infusion continued at 27ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.